Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recalled¿, ¿one side deflated one side enlarged¿ ¿seems to be getting sick a lot¿, ¿blood platelets were high¿, ¿ wrong with health¿, ¿rash on their chest and arms¿, and " not regained full strength".

Event description:
Patient reported ¿recalled¿ and ¿one side deflated one side enlarged¿. Patient additionally reported ¿seems to be getting sick a lot, blood platelets were high, all kinds of things seem to be going wrong with health, rash on their chest and arms¿, and ¿have not regained full strength"; these events are not device related. The device remains implanted. This record is for the left side.